Event description:
Caller states patient tested 4.2 inr, 2.9 inr, 7.4 inr, and 2.7 inr on the coaguchek xs plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The incident occurred in (B)(6).